Event description:
A malfunction was reported with the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted in resetting the pump. The customer was informed to continue using the pump and to contact support should the issue recur.